Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report elevated atellica im ca19-9 results. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the limitations section: "warning: do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." MDR 1219913-2022-00003, MDR 1219913-2022-00005 and MDR 1219913-2022-00009 were filed for different test dates and analyzers.

Event description:
The customer obtained an elevated atellica im ca19-9 result. The result was reported to the physician and questioned. The sample was repeated and the result was elevated. A redraw sample was tested and the result was elevated. The redraw sample was forwarded to a reference laboratory and the result was lower. The initial sample was repeated, and the result was elevated. The initial sample was sent to a partner laboratory and tested. The result was lower. The tests were ordered because the patient had abnormal menstrual bleeding during the month. There are no known reports of patient intervention or adverse health consequences due to the discordant atellica im ca 19-9 results.

Manufacturer narrative:
The initial MDR 1219913-2022-00004 was filed on january 06, 2022. January 14, 2022 additional information: an outside of the united states (ous) customer contacted the siemens customer care center to report elevated atellica im ca19-9 results. The customer had a sample from a patient with abnormal menstrual bleeding that recovered 178 and 221.5 u/ml with atellica im ca 19-9 lot 494 but recovered 8.7 u/ml when tested at another laboratory. A new sample from the patient recovered 222 u/ml with atellica im ca 19-9 lot 499 but recovered 5.9 u/ml when tested at another laboratory. Siemens does not have any information indicating the medications the patient is taking to determine if they interfere with the atellica im ca 19-9 assay. This patient has had multiple elevated ca 19-9 results from multiple atellica im analyzers with multiple atellica im ca 19-9 kit lots. There is no sample that can be sent to siemens healthineers for evaluation. The expected values section of the atellica im ca 19-9 instructions for use (IFU) (10995285) indicates 3.7% of samples from normal patients recovered >37 iu/ml, so a certain number of elevated results from normal patients can be expected for this assay. As stated in the limitations section of the atellica im ca 19-9 IFU: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19 9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19 9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The discordant results for the samples from this one patient do not indicate a product problem with the atellica im ca 19-9 assay. The cause of the discordant results seen by the customer with samples from this one patient could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2022-00003 supplemental report 1, MDR 1219913-2022-00004 supplemental report 1, MDR 1219913-2022-00005 supplemental report 1 and MDR 1219913-2022-00009 supplemental report 1 were filed for different test dates and analyzers.